Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative identified issues with the logic circuits. They replaced the power supply and set the voltage to 5.15 vdc. The imaging system then passed the system checkout and was found to be fully functional. The power supply was returned to the manufacturer for analysis. Analysis found that the 5vdc supply fluctuated between 4.6vdc and 4.4 vdc and 4.5vdc, during the test. They were expecting at least 4.7vdc. The power supply was found to be unstable.. Analysis found that the reported event was related to an electrical issue. The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: location of aro: (B)(4). Number of persons exposed: 1. Number of persons adversely affected: 0.

Event description:
Medtronic received information regarding an imaging system being used during a pelvic trauma procedure. It was reported that intra-operatively, the imaging system terminated mid-spin and would not re-spin or shoot 2d. The site rebooted the system, and the issue resolved. The procedure was completed with the use of the imaging system. Surgical time was extended by less than one hour and there was no reported patient impact.

Manufacturer narrative:
Additional information: medtronic received information that there was 1 unused 3d image acquisition.